Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and other error alarm and frozen display. The customer¿s blood glucose level was 244 mg/dl. Customer stated pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer reported the time clock not advance. Customer is not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try pump with remote. Customer reports they received the open book image on the pump screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify frozen screen, pump error 35 alarms or unresponsive keypad due to critical pump error alarm.